Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the coronary occlusion cannot be confirmed, it is possible the mechanisms of the tavr procedure described above in addition to patient factors (low height of rca ostium) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavi registry, during a transfemoral tavr procedure with a 23 mm sapien 3 valve, the patient developed a sub-occlusion of the right coronary artery (rca) after valve deployment. A coronary stent was placed for treatment. Since the ostium of rca was low height of 7.4 mm, the rca was protected at the beginning of the case. Balloon aortic valvuloplasty (bav) was not performed. A 23 mm sapien 3 valve was deployed with nominal volume in the intended 90:10 aortic/ventricular position. The right coronary cusp (rcc) was near the rca ostium but there was no problem to the rca flow on angiography. Post-dilation was performed resulting in trivial paravalvular leak (pvl), pressure gradient of 7 mmhg, and no central leak. It was noted on echo a turbulence around the rca ostium and increasing of flow velocity to 120 m/s. Coronary angiography revealed a flow delay of the rca and an rca ostium stenosis was confirmed on intravascular ultrasound (ivus). A percutaneous coronary intervention (pci) was performed, and the coronary stent implanted was post dilated. The images confirmed that the rca flow was restored. The procedure was completed. The patient was hemodynamically stable during and after the procedure.